Manufacturer narrative:
H6: investigation summary: during the documentary review, no records of quality events were found during the manufacture of the product, the batch was inspected and later released in accordance with the current work instruction, however the client sent a photograph in which it is not possible to distinguish one of the longitudinal cuts for the union between two blisters, this defect can be generated during the cutting process due to lack of pressure or wear on the cutting blades, it is worth mentioning that during the manufacture of the product the correct state of the longitudinal and transversal cuts is verified and documented. The lot was manufactured prior to the actions taken. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 21ga 1-1/4in mx bun had poor perforation on the packaging. This occurred on 2 occasions. The following information was provided by the initial reporter: the quality defect of the blister was presented again 3ml 21g x 32mm plastic syringe, the pre-cut of the blister between the syringes is partially opened or not opened, therefore the syringes cannot be separated. Yesterday we changed 2 collective boxes in total 200 syringes from one of our clients were changed. The two collective boxes are in quarantine, requesting the status of the follow-up.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 21ga 1-1/4in mx bun had poor perforation on the packaging. This occurred on 2 occasions. The following information was provided by the initial reporter: the quality defect of the blister was presented again 3ml 21g x 32mm plastic syringe, the pre-cut of the blister between the syringes is partially opened or not opened, therefore the syringes cannot be separated. Yesterday we changed 2 collective boxes in total 200 syringes from one of our clients were changed. The two collective boxes are in quarantine, requesting the status of the follow-up.